Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/1/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry underwent revision surgery on (B)(6) 2024. This event was indicated as unrelated to the univers revers apex devices implanted on (B)(6) 2024. The patient suffered a dislocation which led to a revision surgery of the glenoid and humeral implants to prevent life-threatening illness, injury, or permanent impairment to a body structure or a body function. No further information was provided.

Manufacturer narrative:
Additional information: b3, b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information was received on 4/18/2025: it was clarified that the patient suffered a dislocation on (B)(6) 2024, and the revision surgery took place on (B)(6) 2025. The patient has completely recovered as of 6/27/2024.